Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that loss of capture was observed. Programming change was made and the lead remains implanted. There were no adverse consequences for the patient.